Event description:
Patient reported "potential rupture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: possible rupture. Clarification to reported partial implant(d6a) date: (B)(6) 2025.